Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) . On (B)(6) 2023 at noon, the cgm reading was 75 mg/dl and the patient did not notice any symptom. She self-treated with sugar and did not take any bg readings. The patient lost consciousness and was found by the daughter. The patient regained consciousness on her own and could not remember what happened but the daughter stated the patient "was not herself". Around 4:00pm to 5:00pm the cgm reading was 305 mg/dl and the bg reading was 80 mg/dl. There was no medical intervention and the patient was not taken to the hospital. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.